Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a deflation with a tissue expander for an unknown side. The physician used tissue expander beyond the recommended expansion period. It is unknown if the expansion was completed. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a deflation with a tissue expander for an unknown side. The physician used tissue expander beyond the recommended expansion period. It is unknown if the expansion was completed. Device has been explanted and replaced.